Event description:
Caller alleged discrepant results compared with the lab. (B) (4)

Manufacturer narrative:
(B) (6)-2009. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: per event details, pt was on lovenox on test 1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6)-2009; 1st inr = 3.5; 2nd inr = 2.6. Inratio meter: mean: 3.05; sd: 0.64; %cv: 20.87. Since 20.87% cv is more than 20%, the precision test failed the criteria for precision. Product will be investigated when it is returned.